Manufacturer narrative:
Device is combination product. Device evaluated by MFR: device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4)

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2017, the patient was referred for cardiac catheterization. Target lesion #1 was located in the proximal left circumflex artery(lcx) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 12 mm study stent. Following post dilatation residual stenosis was 25%. The patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient developed pyrexia with malaise and was unable to get up due to severe pain because of edema of lower extremities. Two days later the patient was admitted to another hospital facility due to sudden discontinuation of antiplatelet agent for the previous 10 days. The patient stopped taking an antiplatelet agent on their own judgment considering that as a cause of diarrhea. The patient was transferred to the study hospital as pyrexia still persisted. The patient had edema of the left lower extremities at the time of admission. During the course of hospitalization, the patient was diagnosed with acute aggravation of cardiac failure and cellulitis of left leg triggered by infectious disease. The antiplatelet agent which patient had stopped earlier was resumed. The patient was also treated with medications in response to aggravation of cardiac failure and cellulitis. In (B)(6) 2018, four days post hospitalization, the patient suddenly developed bradycardia which resulted in cardiac arrest and patient death. No surgery or action was taken since the patient had already wished for do not resuscitate on admission. The primary cause of death was 'fatal arrhythmia' with underlying causes of chronic cardiac failure and aortic stenosis. The other significant condition indirectly contributing to the death of the patient was ischemic heart disease. Per the death certificate, the manner of death was clinical and an autopsy was not performed.